Event description:
It was reported that the patient received inappropriate therapy due to noise. Also reported was that the patient complained of chest pain. The lead was found to be in the pericardium. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.